Manufacturer narrative:
Device remains implanted.

Event description:
It was reported via x-ray that two (2) everest sacroiliac screws showed apparent back out and disengagement post-operatively. The x-ray provided also shows migration of two (2) associated everest set screws. Revision surgery has not been performed or scheduled at this time. This report captures the first of the two everest sacroiliac screws.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. H3 other text : device remains implanted.

Event description:
It was reported via x-ray that two (2) everest sacroiliac screws showed apparent back out and disengagement post-operatively. The x-ray provided also shows migration of two (2) associated everest set screws. Revision surgery has not been performed or scheduled at this time. This report captures the first of the two everest sacroiliac screws.